Manufacturer narrative:
The cause of the post-operative complication cannot be determined. A review of the site's system logs revealed there were no related system errors that occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The mcs instrument was subsequently used after the procedure in question and a review of the site's complaint history did not show any complaints made against this instrument. An advanced system log review was conducted by an isi failure analysis engineer (fae). Per the fae, the error logs did not show any relevant errors that would have caused or contributed to the reported complaint.

Event description:
It was reported that the patient underwent a da vinci-assisted hiatal hernia with cholecystectomy procedure. The procedure was completed as planned with no delays, complications, or any issues. The patient was discharged as planned with no complications. Four days later, the patient returned to the hospital and was found with a perforation of jejunum. The patient underwent open surgery and sutures were applied to address the jejunum leak. A woundvac was placed after the surgery and antibiotics were started. Intuitive surgical, inc. (Isi) followed up with the surgeon who reported that the operative site was on the right side of the abdomen and the bowel perforation was on the left side of the abdomen. The instruments were inspected prior to use and there were no unusual findings found. There was no device malfunction during the procedure. Arm #3 was positioned on the left side of the abdomen and only a monopolar curved scissors (mcs) instrument was used on arm #3. The camera was focused on the hiatal hernia site while inserting the mcs instrument on arm #3. The physician thought that the guided tool exchange on arm #3 may have likely caused or contributed to the event. The surgeon suspected that the arm #3 might have been moved or bumped by one of the newer surgeon assistants and the memory of the guided tool exchange might have been affected. There was no mcs instrument malfunction and the mcs instrument did not collide with any other instruments. The patient became septic and remains intubated. The patient's plan of care is to continue on intravenous antibiotics, infectious disease follow up, and sepsis management.